Manufacturer narrative:
Product ID: e2dr01aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed increasing impedance. The physician was aware however, chose not to change the lead but rather monitor it. It was also reported that the threshold had increased. The lead remains in use. No patient complications have been reported as a result of this event.